Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain. Update rec¿d 11/30/2016- litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from, metallosis and elevated ions. Adding a stem to the complaint.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address pain. Update rec¿d 11/30/2016 - litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from, metallosis and elevated ions. Adding a stem to the complaint. Update 02/10/2017 pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, metal wear, inflammation, and elevated metal ion levels (no labs). There was no mention of loosening or metallosis as previously alleged. There is no new information that would change the existing MDR decision.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds other reports against the femoral head and liner product and lot code combinations. Per procedure, these devices are exempt from device history record review. No other reports were found against the remaining device. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.